Event description:
It was reported that the implantable cardioverter defibrillator exhibited a quicker than expected battery voltage drop. The merlin programmer overestimated the battery longevity due to the plateau longevity calculation issue. The overall longevity met the criteria for the expected battery life and there were no unusual drops in the battery discharge curve. No intervention was reported. Patient was doing fine and will continue to be monitored.